Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous unspecified lesion. The 9.0x100mm absolute pro self-expanding stent felt resistance with a .035 non-abbott guide wire when attempting to advance and remove. The absolute pro was removed with the guide wire as one unit and another self expanding stent was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to advance guide wire and the reported difficult to remove guide wire were unable to be confirmed. The reported premature activation was able to be confirmed. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, stent struts were noted hanging out partially before it was even flushed. It should be noted the absolute pro .035 peripheral self-expanding stent system instructions for use (IFU) states: inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment and that the stent does not overlap the proximal marker. Ensure that the stent is fully covered by the sheath. Do not use if any defects are noted. It is possible the deviation of the instructions for use contributed to the reported difficulties. The investigation determined the reported difficult to advance and the reported difficult to remove appear to be related to circumstances of the procedure as it is likely that during advancement the device was bent in the moderately calcified and moderately tortuous anatomy and/or a coagulation of blood/contrast on the guide wire resulted in the reported difficult to advance and the reported difficult to remove. Manipulation of the compromised device resulted in the noted wrinkled sheath likely contributing to the reported difficulties. Additionally, it is possible inadvertent mishandling during unpackaging/removal from the tray and/or during preparation for use resulted in the noted stent partially exposed from the distal sheath and advancing the device with the stent previously partially exposed from the distal sheath (against the instructions for use) likely contributed to the reported difficult to advance. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently, after the initial report was filed it was noted that the absolute pro was noted to have struts exposed and not flowered prior to being flushed. No additional information was provided.